Manufacturer narrative:
Additional procode: kwp, kwq, mnh, mni, osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a t10-l5 degenerative scoliosis correction, the tip of the x25 inserter/tightener stripped when unitized set screws were being torqued off at the end of the procedure. This resulted in four (4) of the unitized set screws being stripped. Once this was noted, an expedium si torque handle and x25 expedium shaft was used to complete the procedure. There was a surgical delay of five (5) minutes. There was no patient consequence. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown), unknown rod (part# unknown, lot# unknown, quantity unknown). This complaint involves five (5) devices. This report is for one (1) 5.5 exp verse unitized set scr. This is report 2 of 5 for (B)(4).